Event description:
It was reported that a flogard infusion pump experienced a low battery failure. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of a low battery was confirmed. The cause of the reported condition was due to a damaged power supply which prevented the batteries from charging. In order to correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.